Manufacturer narrative:
Analysis of provided data confirmed a translation error of ¿number of switches¿ in french. On the programmer screen statistics/avconduction/n° of switches, the cursor label ¿no of switches¿ is translated as ¿nombre de repli¿, it should be translated as ¿nombre de commutations aai-ddd¿. This correction will be implemented in the next version of the smartview software modules.

Event description:
Reportedly, on programmer in statistics/ conduction av / commutations aai ddd tab, the number of fms (repli) is indicated.

Event description:
Reportedly, on programmer in statistics/ conduction av / commutations aai ddd tab ,the number of fms (repli) is indicated.